Event description:
IV pole broke at the base of platform. Patient hit temple of head on ivac pump then pole. Patient has a quarter size bump on left side of head. Pateint was alert and oriented x 3. Physician examined patient. Patient is fine.